Event description:
The customer reported that their blood glucose levels were low, prompting a visit to their healthcare provider, who recommended updating their personal profiles. The recorded blood glucose level was 45 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and did not require third-party assistance, as they were not incapacitated by the blood glucose level.